Event description:
The customer submitted a copy fo label for an aq2003v silicone three piece lens indicating the lens had been opened and not used, however, our records indicate that this lens was scrapped. Further investigation will be conducted.